Event description:
Implant attempt - helix would not extend or retract. It was reported during the implant procedure that the helix screw would not extend or retract. The lead was not implanted and there were no reported patient complications due to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.